Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "towards both axillary hollows the presence of presence of adenopathies is identified," "prominence of the right retroareolar ducts is observed with anchoic material suggestive of secretion,¿ and rupture.

Event description:
Patient reported right side "towards both axillary hollows the presence of presence of adenopathies is identified," "prominence of the right retroareolar ducts is observed with anchoic material suggestive of secretion,¿ and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.3.

Event description:
Patient reported right side "towards both axillary hollows the presence of presence of adenopathies is identified," "prominence of the right retroareolar ducts is observed with anchoic material suggestive of secretion,¿ and rupture. Device has been explanted.